Manufacturer narrative:
The insulin ump had severely cracked and bleeding lcd glass. Unable to confirm blank display or perform the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to damage lcd glass. The insulin pump had case at display window corner, cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display anomaly. The customer¿s blood glucose was 126 mg/dl at the time of incident. Customer stated that the insulin pump display is missing the volume icon, time on the display, and there is a couple of little black spots. Customer also reported cracks near the insulin pump battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.